Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The caller was instructed to call back if the malfunction code reappears, which the caller acknowledged and understood.